Event description:
Spouse of home pt (hp) reports hp disconnected themselves from pt line of homechoice set without capping the line, while trying to end treatment early in day dwell four out of five. Hp was assisted in ending treatment early and advised to set up with new supplies by baxter technician. No pt injury or medical intervention as a result of incident per unit rn.